Manufacturer narrative:
Investigation: visual inspection revealed that the curved electrode was bent up and out. There was no evidence of blood or signs of clinical usage. Based upon this observation, the reported failure "electrode bent" was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7xbisector metal tip was bent out of the package. The user reportedly bent it back in place to finish the case. There were no patient effects. The product is returning.